Event description:
Septic arthritis. Info was received on 5-may-2003 from the treating physician who reported, a pt with a history of degenerative joint disease who experienced septic arthritis after the administration of synvisc. The pt was administered a synvisc injection in early 2003 and approx one week after the injection the pt experienced increased pain and swelling with significant worsening a couple of days later. The pt was diagnosed with septic arthritis the following day and hospitalized (date unknown). The pt underwent arthroscopic lavage and was treated with antibiotics and incision/drainage. Eval of knee aspirate from 2003 revealed a white blood cell count of 27,000 with gram positive diplococcus, and negative cultures. At the time of this report the pt's clinical outcome is unknown. Qa investigation results: lot number w0202 was reported by the physician's office as the suspected lot number administered to this pt due to various boxes from this lot number on hand and due to another pt who had a silimar reaction that was confirmed as being administered lot number w0202. Sterility testing results for retain samples indicated that there was no growth obtained, and that the product met specifications at release. No associated non conformances were noted.